Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported the guest surgeon was extracting a fibroid using bipolar energy, through a high-frequency generator from another manufacturer erbe vio3, set at power level 4. The disposable resection loop 011050-10 of the karl storz mini resectoscope became incandescent and broke 5 times 5 products broke. Since it was a surgery using bipolar energy, the patient did not have a dispersive plate also called a return electrode. In the operating room, another doctor advised the surgeon to reduce the power of the hf generator to 3, which prevented the loop from breaking. Cross reference mdrs: 9610617-2024-00389. 9610617-2024-00387. 9610617-2024-00388. 9610617-2024-00391.

Manufacturer narrative:
Result of investigation: as no product has been returned a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break and creating a shortcut. Most likely root cause is user error. The event is filed under internal karl storz complaint ID: (B)(4).